Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the thigh, which is off label usage of the device, on (B)(6) 2020. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). D8: was this device serviced by a third party? - additional information. H2: if follow-up, what type - additional information. H6: adverse event problem - additional information.

Event description:
Subsequent to the initial MDR, an additional information is being added.